Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and in the middle of the procedure, when the physician removed the catheter from the patient; they noticed that a part of the catheter was detached at the distal end. It could not determined if it was human tissue or a part of the device. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. This event is MDR reportable because the risk to the patient is critical due to the potential of thrombus formation from exposure to internal catheter components, or the risk of complete separation of the tip component.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and in the middle of the procedure, when the physician removed the catheter from the patient; they noticed that a part of the catheter was detached at the distal end. It could not be determined if it was human tissue or a part of the device. The returned device was visually inspected upon receipt and dried white residues were found on the pebax in the tip of the catheter. Due to this condition, a fourier transforms infrared spectroscopy (ft-ir) analysis was performed in order to identify the type of foreign material; the results demonstrated that the material had a biological composition similar to the showed by human tissue. Catheter was reviewed and it was found in good conditions; all rings were free of damage and no bends or sharp edges were observed. During manufacturing process all pieces are tested and inspected in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding tip detached has not been verified; since catheter was found within specifications. In other hand, root cause of the dried white residues found in the tip could not be determined. Based on available analysis finding results, the dried white residues found does not appear to be caused by any internal bwi processes.